Event description:
It was reported that a clearlink system extension set was observed to have backflow. Blood was observed to back-up into the tubing near the peripherally inserted central catheter (PICC) line. This malfunction occurred when the syringe was removed from the extension set during patient infusion, in the neonatal intensive care unit. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The age of the patient is unknown; however, the event occurred in the neonatal intensive care unit. The date of occurrence is not known. The sample is not available and the lot number is unknown, however a photograph of the setup was provided. If additional relevant information is obtained, then a follow-up MDR will be submitted.